Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight, and an extended opening on the posterior side. A visual and microscopic analysis were performed which identified non-penetrating nicks and two striated openings on the posterior side. Based on the device analysis, the final assessment is a striated opening on the posterior side due to surgical damage consist with the use of a surgical tool.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through responsive psr. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device was explanted.